Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Were any cultures taken? Results? Not known please describe how was the adhesive was applied. Not known what prep was used prior to, during or after adhesive use? Not known was a dressing placed over the incision? If so, what type of cover dressing used? Not known is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?not known is the patient hypersensitive to pressure sensitive adhesives? Not known was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not known patient demographics: initials / ID, gender, age or date of birth; bmi - not known patient pre-existing medical conditions (ie. Allergies, history of reactions) not known has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not known name of surgeon? Not known what is the physician¿s opinion as to the etiology of or contributing factors to this event? Not known. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: different procedures. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Not known. What date did the reaction occur on? Not known. Please clarify which patients had blistering as a symptom: not known. What does the reaction look like and how large of an area does the reaction cover? Photo. Do you have any pictures of the reaction? Photos. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Antibiotics and steroids were administered on some patients. No additional information available. If medication was required, please clarify if it was prescription strength. Not known what is the most current patient status? Not known. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not known, but likely. Can you identify the lot number of the product that was used? Not known. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), operating room manager. Additional information has been requested and received. The following responses to the questions below apply to all product complaints as no further information is available. See below answers to the responses below. As far as photographs go, those are the only photos the hospital has and there is no way for them to determine which complaint coincides with which photo as the hospital can¿t trace back the lot number of each dermabond advanced to each specific patient. I have already provided all known information, but for clarity I will provide the answers again below. What is the procedure date? Not known. What date did the reaction occur on? Not known. Please clarify which patients had blistering as a symptom: not known. What does the reaction look like and how large of an area does the reaction cover? Not known. Do you have any pictures of the reaction? The pictures provided in the previous email response from me are all I have was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Not known. If medication was required, please clarify if it was prescription strength. Not known. What is the most current patient status? Not known. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not known. Can you identify the lot number of the product that was used? Not known. Additional information has been requested and received. Can you please clarify which patients were treated with antibiotics and which patients were treated with steroids? Not known. Please clarify if the steroids and antibiotics were administered orally or as topical cream? Not known. Were the steroids and/or antibiotics prescription strength? Or were those purchased over-the-counter? Not known. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. Two days post op, patient presented with redness and blistering. At the time of the call it was unknown how the patient had been treated. Later informed that antibiotics and steroids were administered. No impacted device will be returned. Sterile samples will be returned. Additional information has been requested.